Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was intractable spasticity. The pump and catheter were explanted (B)(6) 2015 due to an infection. The drug being delivered, the other medications the patient was taking at the time of the report, pertinent medical history, diagnostics troubleshooting and the cause of the infection not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.